Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching and infection at the needle puncture site. When the sensor was taken off the skin was itching. When they waited one more day and an infection began to grow, they contacted the healthcare provider (hcp) and the skin reaction was treated with a prescription of penicillin (kavepenin 1g) to be taken 3 times a day, for 10 days. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.